Event description:
Patient reported the check button on the infusion device is defective, and the infusion device has to be controlled by the blood glucose meter due to this. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.